Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event obsereved during analysis.final analysis found the returned lead was abraded at 62.2 cm to 62.9 cm from the connector pin which exposed the outer coil. The abrasions are consistent with that of exposure to constant friction with another implantable device.